Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13905. It was reported that the patient presented with palpitations and syncope. Upon interrogation, capture threshold was high with inadequate or no capture at maximum output. It was found that both leads were dislodged. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, no capture and high capture threshold. A complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of no capture and high capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.